Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent heart transplant on (B)(6) 2022.

Event description:
Additional information reported that the patient has elevated on the transplant list secondary to acute on chronic driveline infection and pump thrombosis. The patient was noted to have elevated pump powers and a suspicious lesion in the outflow graft. Symptoms included volume overload, right heart failure, shortness of breath (sob), lower extremity edema (lee) and gut edema. The device reportedly operated as expected.

Manufacturer narrative:
Section b5: related manufacturer's report number capturing onset of infection: 2916596-2019-03133. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported events of infection, suspected thrombus, right heart failure, and the patient's condition cannot be conclusively determined through this evaluation. Furthermore, a direct correlation between the suspected thrombus and the right heart failure, patient's condition, and reported increase in pump power could not be conclusively established through this evaluation. No changes in the patient¿s anticoagulation had been made prior to the pump thrombus suspicion. (B)(6) was reported to have been operating as intended and was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate ii left ventricular assist system instructions for use (rev. H) lists adverse events, which includes thrombus, infection, and right heart failure, that may be associated with the use of the heartmate ii left ventricular assist system. Instructions regarding preventing infection are outlined in various sections of this document. The instructions for use outlines the indications of thrombus and how to respond to such events, as well as provides information on recommended anticoagulation therapy. This document cautions: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the instructions for use explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii left ventricular assist system patient handbook (rev. G) contains instructions on preventing infection. No further information was provided. The manufacturer is closing the file on this event.